Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 101mg/dl. Troubleshooting was performed. The customer tried to change different infusion sets and types of insulin as well. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no delivery alarm outside of the specific range as a result of a faulty force sensor.